Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist was confirmed via computerized tomography scan images provided by the account. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events (pulmonary hypertension and patient condition) could not be conclusively determined through this evaluation. Controller event log file (B)(4) contained data on (B)(6) 2020 spanning from 08:37:04 to 14:20:18, per the timestamp. Controller event log file (B)(4) contained data spanning from (B)(6) 2020 at 19:05:17 to (B)(6) 2020 at 09:50:46, per the timestamp. Intermittent low flow events were captured throughout the log file, beginning on (B)(6) 2020 at 19:38:34, due to the estimated flow being calculated below the threshold of 2.5lpm. A total of 2 low flow events persisted for at least 10 seconds, activating low flow alarms. Controller event log file (B)(4) contained data spanning from (B)(6) 2020 at 21:22:15 to (B)(6) 2020 at 09:25:30, per the timestamp. No other notable alarms were recorded throughout the submitted log files and the pump appeared to have been operating as intended. The account reported that the patient had been experiencing some low flow alarms despite having a controlled blood pressure. The patient was not on diuretics at the time of the low flow alarms. An echocardiogram had been previously performed on (B)(6) 2020 and revealed mild annular calcification of the aortic valve, trace mitral valve regurgitation, and a dilated right ventricle. A right heart catheterization was performed and revealed mild pulmonary hypertension, along with a high cardiac index/output. The pump speed was decreased to 5300rpm and the patient was scheduled to follow-up with the center in a week for another echocardiogram and a nurse visit. When the patient showed up for the follow-up appointment, they reported intermittent low flow alarms despite feeling fine. The patient¿s doppler blood pressure was measured to be 80mmhg and their labs were unremarkable. A repeat echocardiogram was performed, along with a computerized tomography scan, and the patient was admitted for an outflow graft twist. The account communicated that the patient had been implanted prior to the outflow graft clip being available and their only symptoms have been frequent low flow alarms. The center was going to stent the outflow graft, but upon further assessment the twist appeared to have resolved. The patient was admitted to the intensive care unit for further monitoring and remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section states that the distal end of the graft is designed to be cut to the preferred length, and sutured to the ascending aorta by an end-to-side anastomosis. A reinforced tube serves as a bend relief around the outflow graft to prevent kinking and abrasion. Additionally, speed, power, flow, and pulsatility are outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The instructions for use warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 25aug2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was reported to have re-occurring low flow alarms prior to the discovered outflow graft twist. An echo was performed on (B)(6) 2020 which found mild annular calcification of the aortic valve with trace regurgitation. The pump speed was decreased after an additional echo was performed on (B)(6) 2020, which found that the patient's right ventricle was dilated. The patient had the discovered outflow graft twist on (B)(6) 2020. The twist was confirmed.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a newly discovered outflow graft twist. The only symptoms were low flow alarms which were confirmed in the log file. Computerized tomography scans confirmed the twist. The plan of care was to stent the outflow graft but upon assessment, the twist appeared to be resolved. The patient was placed in ICU (intensive care unit) to monitor for alarms.